Manufacturer narrative:
(B)(4). Method: fisher & paykel (f&p) healthcare requested for further information from the healthcare facility, including the sequence of events, photographs, diagrams of the device set-up etc. However, no photographs and limited information was provided. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the rt265 breathing circuit was found leaking prior to patient use. The healthcare facility did not provide clarification on the location of the reported leak. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. All rt265 infant ventilator circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 breathing circuit include an illustration showing the correct setup of the device. It also includes the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Check all connections are tight before use. Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A healthcare facility in china reported that the rt265 infant dual heated evaqua2 breathing circuit was reported to be leaking before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.